Event description:
Boston scientific received information from a clinical study report indicated that this patient was presented to the clinic reporting concerns with a device infection. The device incision was not completely healed and body fluid was noted as draining from the incision area. The patient with this right ventricular (rv) lead was admitted to the hospital and received antibiotic treatment. The patient is currently under observation. At this time, there were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.